Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Section a: although requested, patient demographics not provided.

Event description:
The customer reported that at the end of a chemotherapeutic infusion, the set leaks near the filter. It has been happened "a few times randomly" and only started "lately". No specifics about dates or number of occurrences given. She stated that each time was with separate patients.